Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. A call to technical services was placed on 07/22/2014 informing that this lead had malfunctioned. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).